Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hemicolectomy, the subject device was used. The jaw of the subject device broke off and fell into the patient. The fragment was retrieved from the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the jaw.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The jaw was not broken but the probe was broken off at 15.5 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed. There was scratch on the grasping section. This is the report regarding the breakage of the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe and grasping section came into contact when the user activated output while the tip of the subject device was grasping a thick and hard object and the user twisted the device. It was also known that the probe cracked since the probe and grasping section came into contact, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.